Event description:
The spiros would not connect to the syringe. It did not make the clicking noise and popped right off while preparing a hazardous IV chemotherapy drug. Medication did not reach the patient.